Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.612.010; synthes lot: h499981; supplier lot: h499981; release to warehouse date: june 28, 2018; manufacturing site: synthes monument; supplier: mediflex surgical products no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Flow: damage: device interaction/functional.: visual inspection: visual inspection performed at cq on the returned flex arm revealed no damage or defect to any of the arm¿s components. Minor wear was noted to interior surface of the band clamp, which did not cause any functional issues. Functional test: the tensioning knob was able to be tightened to create sufficient rigidity of the flex arm. The band clamp knob was able to tighten completely. The complaint condition does not agree with the received condition of the device. The complaint could not be replicated with the returned device. Investigation conclusion: the complaint condition was not confirmed with investigation; no device malfunctions were detected during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H7, h9: additional information provided. H9: internal number: (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a minimally invasive spine (mis) discectomy procedure on (B)(6) 2018. During the procedure, the flex arm would not properly tighten as expected when installed. Another flex arm in the set was used to complete the procedure. There was no surgical delay. There was no patient consequence. This report is for one (1) flex arm. This is report 1 of 1 for (B)(4).